Event description:
It was reported that after insertion, the balloon would not inflate and the iabp experienced a high pressure alarm. A syringe was used to inflate the balloon; however, when the iab was connected to the pump, it would not inflate and the high pressure alarm occurred again. The iab was exchanged and there was no further difficulty. There were no patient complications.